Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported that the lysis solution was slowly leaking from the alinity m instrument. The field service engineer (fse) investigated the system solutions drawer and found that there was lysis cyrstalled everywhere in the bottom of the drawer. The fse cleaned the system solution drawer. The leak appeared to be coming from the pump, and the fse replaced the pump. The fse performed a lot switch purge and placed a new lysis bottle on the instrument. It appeared that the lysis was foaming and leaking from the feral tubing, in particular the tubing that ran from pump output to the reservoir. The top of the lysis reservoir was also covered in lysis crystals as the tubing was also bubbling and leaking on this end. The fse ordered new tubing to fx the problem. There was no injury or exposure to the reported leak. The customer was wearing personal protective equipment (ppe). The customer reported that a few drops leaked out from the bottom of the instrument onto the floor. The leak was observed outside the footprint of the instrument. No patient was involved as this observation was made by the alinity m user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).